Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image and crossing difficulties were encountered. The opticross imaging catheter was used to visualize the 90% stenosed target lesion located in the severely tortuous and severely calcified mid-right coronary artery. It was noted that during percutaneous coronary intervention, the physician had difficulty in crossing the lesion during the pre-ivus. The physician pushed the device forcibly and eventually crossed the lesion, but image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a hole/perforation in the sheath of the imaging window.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received with kinks observed in the imaging window assembly at 72.5 and 75 cm from femoral marker at the proximal end. Fluid was leaking from an open seam at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. The device was placed into test dispenser coil and open seam area was at the outside edge of the device. The telescope assembly was able to properly pull back, advance, and retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).